Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked component on the liquid crystal display keypad connector. The unit also had a minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
The customer's family or friend reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that he attempted to deliver a bolus and had to press 1- to 15 times in order to garner a response. The customer stated that the act button was unresponsive. The customer's blood glucose was 200 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.